Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements. The patient stated the device emitted beeping tones. The patient is currently out of the united states and (B)(6) technical services (ts) recommended further evaluation of this device system. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).